Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. The caller was informed to call back if the malfunction code appears again, and they acknowledged and understood the instructions.